Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced sample syringe, wash syringe, sample probe and mid standard tubing to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided. (B)(6).

Event description:
The customer reported the au5800 clinical chemistry analyzer generated erroneous high ise (ion-selective electrode: sodium, potassium, and chloride) results on four (4) patient samples. Results from one (1) patient samples were released from the laboratory. The customer reran the samples and corrected the results. There was no change in patient treatment in association with this event. Quality controls (qc) were within the laboratory's established ranges prior to this event.